Event description:
The user facility reported that an employee was removing a loading cart from the sterilizer and it was approximately a quarter of the way out and then it would not come out any further. The employee continued to try and pull the cart out and it tipped on the rails of the carriage. The employee proceeded to align the loading cart on the rails and remove it. A second employee was assisting and in the process her arm contacted the sterilizer door. The employee went to the ER and silvadene ointment and a bandage was applied. She returned to work the following day. No procedural delays or cancellations reported.

Manufacturer narrative:
A steris service technician arrived onsite and found the sterilizer to be operating properly. The technician stated that the user facility was not able to identify which transfer car was subject of the reported event. The employee stated that she did not have the transfer cart fully inserted into the sterilizer and noticed that the transfer carriage was not fully raised. The operator manual states (pp.1-1), "get help if loading car becomes stuck or difficult to move. Do not attempt to lift a loading car without assistance". The operator manual further states (pp.4-4), "unloading instructions - turn hand crank clockwise until loading cart is fully lifted from supports in chamber". Steris has performed in-service training on the proper use and operation of the transfer car.